Manufacturer narrative:
(B)(4). The subject mr290v vented autofeed humidification chamber has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt265 infant dual-heated evaqua2 breathing circuit, was found leaking water during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Method: the subject mr290v vented autofeed humidification chamber was returned to fisher & paykel (f&p) healthcare regional service centre for assessment. Our investigation is based on the information and photographs provided, and our knowledge of the product. Results: review of the provided photographs of the subject mr290v vented autofeed humidification chamber confirmed a crack in the chamber dome that stretches along the base. Conclusion: the returned humidification chamber was found to be cracked. The cause of the crack was not confirmed. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the rt265 breathing circuit state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt265 infant dual-heated evaqua2 breathing circuit, was found leaking water during patient use. There was no patient harm reported.